Event description:
It was that during use of the bd precisionglide¿ needle the needles are clogged. There are 30 boxes of needles that have been use in the past 12 month out of the boxes several needles are clogged. This occurred on separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: there were (B)(4) boxes of thin walled 0.30x13mm needle which in the lot 9112781: several needles have not cut and several are clogged. For about 12 months I have been noticing the loss of quality. They are also blunt and need to be changed several times during the procedure and the patient complains about pain in the site.

Manufacturer narrative:
H.6. Investigation: one hundred (100) samples were provided by the customer for investigation in unopened blister packs. The returned samples were visually examined for clogs. It was observed that the returned samples were not clogged as light was able to pass through the samples. The samples were then examined using 10x magnification to check for dull or blunt tips. The returned samples were found to not have any damage, the bevels were good, the etch was good and no defective grind or hooks was observed. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Additionally, the condition of dull or blunt needles can be caused by tip damage caused by the needle tip coming in contact with a hard surface. Uneven bevels, defective grind, or bad etch can be caused during the needle tip grinding process however this was not seen on the returned samples. A device history record (DHR) review was performed on the columbus batches (9018599, 8324767, 8290978) which were used as components in the curitiba batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was that during use of the bd precisionglide¿ needle the needles are clogged. There are 30 boxes of needles that have been use in the past 12 month out of the boxes several needles are clogged. This occurred on separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: there were 30 boxes of thin walled 0.30x13mm needle which in the lot 9112781: several needles have not cut and several are clogged. For about 12 months I have been noticing the loss of quality. They are also blunt and need to be changed several times during the procedure and the patient complains about pain in the site.